Event description:
Alcl diagnosis confirmed by lymphopath network.

Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Reason for reoperation due to "lymphoma, large anaplastic." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Regulatory agency reported right side "lymphoma, large anaplastic cells." Pathological marker alk- has been received. Pathological marker cd30+ has not been received. Device has been explanted.